Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became frozen on the "1,2,3 screen" and customer was unable to clear it. In addition, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer stated that blood glucose (bg) levels became elevated, however, customer did not provide a bg value. Reportedly, customer will contact their health care professional for a back up method to stabilize blood glucose levels and continued insulin therapy.